Event description:
Device as implanted 1996. In 1997, device was revised due to wear of poly liner.

Event description:
Device was implanted in 1996. In 1997, device was revised due to wear of poly liner.